Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard was not responding and needed to be replaced. The user had already tried rebooting the machine, but the issue persisted.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.